Event description:
Same case as 2134265-2011-04179 and 2134265-2011-03931. It was reported that during an electrophysiology procedure (ep) with ablation, a grounding pad burn occurred. The procedure was being performed with a 4mm blazer catheter with a maestro generator and a non-bsc recording system. The ep catheter impedence was between 120 - 130 and there were no error codes. The vally lab grounding pad was used located on the patient's back. The patient developed a burn around the edge of the grounding pad. No further patient complications were reported.

Event description:
It was further reported that the patient will be having plastic surgery to correct the burns received.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: two components of the maestro ep system were analyzed for this complaint: the controller and pod. There was no visual damage noted to the maestro pod during incoming service inspection and the tamper proof seal was intact. During testing, neither the maestro controller nor the maestro pod exhibited any characteristics that would account for the patient burn. The maestro controller and pod both passed power-on self -test and all performance criteria of their final test procedures. Additionally, the devices passed environmental stress testing at high and low temperature and high and low voltage margin testing. Combined testing of the maestro controller and pod verified that the devices performed according to the product specification with an attached blazer ii xp catheter by limiting the current to 1.1 ampere in either of its return electrode paths. During visual inspection of the maestro controller, extensive physical damage to the device was noted. The front bezel was broken, there were paint chips and scratches on the top cover, two front panel inserts which secure the bezel to the bottom of the chassis were broken and loose inside the front bezel subassembly, the u-brace which locks in the fan had a broken tab, the main board bracket was damaged, and the tamper proof seal was broken. The front panel inserts which were loose are molded plastic parts which are non-conductive. The damage sustained to the maestro controller appears attributed to physical impact. The damage had no impact on the device's performance as it passed all testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient will be having plastic surgery to correct the burns received.

Manufacturer narrative:
(B)(4).